Manufacturer narrative:
On 09-nov-2020, mentor received additional information about the event. The patient¿s left breast capsular contracture is baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture, device migration. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 320cc gel breast prosthesis (left device) and a mentor memorygel breast implant 340cc gel breast prosthesis (right device) developed capsular contracture (baker grade unknown) in her left breast. In addition, both of the patient¿s breast prostheses slipped under the muscle. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 375cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis on (B)(6) 2014. This medwatch report is for the patient¿s left breast prosthesis.